Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 400 mg/dl when compared to another brand of meter that read 150 mg/dl. No decisions to treat were made on the alleged faulty device. The difference in the readings was considered to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.